Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a fentanyl pump fill port was missed and a pocket fill occurred. It was noted that narcan was administered so the patient would continue breathing. It was reported that the patient was hospitalized. It was unknown what manufacturer the pump was made by. It was noted that the patient¿s pump was used to infuse fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the event occurred at another practice.